Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. Customer's blood glucose was 210 mg/dl. No further information was provided regarding this issue.